Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2017. The cause of death was respiratory failure. The caller stated that the customer had other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 600 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the hospital more than 2 days prior to passing. The customer was using sensors. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
The initial report or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2017.